Event description:
Revised due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation found the product was not returned for the investigation and there was not sufficient information returned to us for evaluation the complaint was closed down on the (B)(4)-2012 with a non-verifiable root cause due to insufficient information being provided. Should the information be provided in the future, the complaint will be revisited.